Manufacturer narrative:
This report is submitted on april 13, 2017.

Event description:
Per the clinic, the patient developed an infection at the implant site and experienced extrusion of the electrode lead. Subsequently, the device was explanted on (B)(6), 2017 and the patient was reimplanted with another device.